Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The vascular access site was the right femoral artery. The pt's lesions were located in the obtuse marginal (om) and the ramus. The ramus was 2.5mm in diameter, mild to moderately calcified and 50-75 percent stenosed. The physician used a 6 french ebu guide catheter to successfully stent the om with a taxus express2 drug eluting stent, size unspecified. Next, the physician attempted to cross the ramus with a taxus express2 2.50x24.0mm drug eluting stent and initially had trouble crossing the lesion. The physician decided to pull the stent delivery system (sds) and in doing so experienced resistance. After removing the sds, the physician was able to see that the stent had dislodged from the sds. He was able to advance the sda back into the body and snare the stent in the left main. The physician did not re-attempt to stent the ramus and the procedure was aborted at that time. There were no pt complications.

Manufacturer narrative:
Device has not been rec'd for analysis as of the date of this report.